Manufacturer narrative:
The insulin pump had blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Insulin pump had blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Pump received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump had a blank display and a constant tone. Customer's blood glucose was 173 mg/dl. During troubleshooting, customer changed battery and display screen remained blank and constant tone persisted. Customer was advised that insulin pump would need to be replaced.